Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in india. To solve the problem, livanova field service engineer dispatched onsite replaced the stirrer motor, performed functional tests with positive results. The unit was put back to regular service. Device service history review revealed that the involved unit was manufactured in 2019 and other two similar events have been reported in 2026. Post-market data review over the last 12 months has not identified any complaint trend suggesting that the same failure mechanism is indicative of a recurring or systematic product issue. Based on the investigation findings, the most likely root cause of the reported event was related to a jammed stirrer motor. Considering the short time elapsed between the previous events, the possibility of an isolated early failure of a component cannot be excluded. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that, during priming, a 3t heater/cooler displayed alarm e07 (pump is blocked) on the patient side, the circulation motor is stuck. There was no patient involvement.